Manufacturer narrative:
Continued initial reporter zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Explanting physician reported a left side device rupture diagnosed by MRI. The device has been removed and replaced.

Event description:
Explanting physician reported a left side device rupture diagnosed by MRI. The device has been removed and replaced.

Manufacturer narrative:
Clarification to a.6: caucasian. Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior and brown particles in the shell. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, striated broken on posterior, stress mark, crease fold and missing shell. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening a striated broken on posterior assessed as surgical damage. Missing shell assessed as inconclusive. Creases are observed but have no relationship with manufacturing.